Manufacturer narrative:
Per data management system review, the user remained actively using the system. A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
On (B)(6) 2026 senseonics was made aware of an event where the user experienced pain at the insertion site, with other symptoms like swelling, bruising and redness. The patient made their hcp aware of the event and prescribed augmentin for management of the symptoms.